Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They said that the black power cord kept falling out of the connection with the hemopro 2. After this happened a few times, they replaced the hemopro 2 with a new device and the power cord stayed connected. There was no harm to the patient or significant delay in the case.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period feb 2020 through jan 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 01/31/2022. An investigation was conducted on 02/10/2022. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. The heater wire was observed to be flexed away at the tip of the heater wire with detachment at the tip. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. A manual evaluation was conducted a reference cord was used to connect to the device. There were no physical or visual defects observed, which means that there were no defects observed on the prongs of the device. No electrical testing was conducted due to the damage of the heater wire. Based on the returned condition of the device and the evaluation results, the reported failure "connection issue" was not confirmed, but was confirmed for the analyzed failure "material twisted/ bent wire".

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10, h-11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID (B)(4).